Event description:
It was reported that the patient presented for the second dosing appointment. Upon initial interrogation, high lead impedance of 6700 ohms was displayed. Device diagnostics then showed 7300 ohms. The patient was sent for immediate x-ray and were returned to the manufacturer for review. No adverse events at the generator site that are significant per the treating physician. The device was turned off on (B)(6) 2013 per manufacturer labeling recommendations. Per the patient's family, there aws no trauma that may have contributed to the high impedance. Per the initial implant card from implant (B)(6) 2013, the lead impedance was okay following surgery. Based on the x-ray images provided, the cause of the high impedance appears to be due to the lead pin not being fully inserted into the generator; however, this cannot be confirmed based on images alone. A portion of the lead behind the generator could not be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. The presence of micro-fractures in the lead also cannot be ruled out. Although surgical intervention was planned for (B)(6) 2013, confirmation of the surgery has not been received to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted devices. Review of generator and lead device history records performed. X-ray reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator. Review of generator and lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
The patient had surgery on (B)(6) 2013. After the surgeon re-inserted the lead pin into the connector block of the generator header, the subsequent diagnostic tests were within normal limits, inside and outside of the pocket.